Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A social media complaint was received by adc regarding premature adc freestyle libre sensor detachment. On (B)(6) 2020, the sensor detached while the customer was moving furniture, and the customer subsequently experienced dizziness and was not able to treat themselves. The customer was treated with juice by his wife for his symptoms. There was no report of death or permanent injury associated with this event.